Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient experienced a vibratory alert for high hvli measurements reviewed via a merlin transmission.

Event description:
Additional information that the lead was capped and replaced. The patient was good.